Event description:
It was reported that during an attempted implant, the physician was unable to retract the helix of the right ventricular (rv) lead. In addition, it was noted that a "small white ring" had become detached during the procedure. The rv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. The distal electrode of the lead was missing the mcrd (monolithic controlled release device) that contains the steroid. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).